Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack was returned for evaluation. Failure analysis of the returned waist pack revealed damaged seams on the patient¿s waist pack. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to deterioration and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The waist pack was returned to the manufacturer because the belt loops were tearing away from the holster components. The waist pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.